Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision with a mentor smooth round moderate profile, 350cc saline breast implant has experienced left-sided deflation post procedure. The issue was diagnosed through physical examination. As a result, patient scheduled for removal on (B)(6) 2022.

Manufacturer narrative:
Suspect device received on (B)(6) 2022 device evaluation completed on (B)(6) 2022: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sal smooth rnd diap 350cc returned device. Leak testing was performed, according to mentor procedure, and it identified a tear on the posterior view within a crease/fold measuring approximately 0.2 cm. No additional leaks were found during the leak testing. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 16, 2022 indicated that date of removal was on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 29, 2022 indicated that date of explantation updated to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).